Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. It was noted that there was moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/21/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/26/2016 with the following findings: a review of the pump¿s black box revealed multiple unexplained pump reboots. No battery cap was returned and a test battery cap was able to fit and maintain electrical connection. There was moisture condensation observed on the display lens inside the pump. A leak test failed due to a battery compartment leak. The pump¿s cover was removed and there was further moisture corrosion found on the printed circuit board and the continuous glucose monitor module, display screen and the keypad flex. Unrelated to the original complaint, the battery compartment was found to be cracked.